Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the patient had a cardiac resynchronization therapy defibrillator (crt-d) without a left ventricular (lv) lead. During the implant procedure, the lv lead was implanted successfully but when physician attempted to re-attach right ventricular (rv) lead, the physician could not screw it in. The physician tried two different wrench's and both worked on the atrial and lv leads but not on the rv lead. A new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).